Manufacturer narrative:
The product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. No root cause was determined. Device identifier: (01)10381780039433. Product identifier: (B)(4).

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Root cause: device was returned for evaluation to manufacturing site but was found to be contaminated. Analysis was unable to be completed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2019-00056.

Event description:
This is 1 of 2 reports. The distributor reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece did not pass the amplitude test and gave a vibration alert after switching the unit on and completing wait period on (B)(6) 2018. Later in run mode, if the orange vibration foot pedal was pressed, there was no output and it gave a vibration alert. They tried changing the tip but still no change. They confirmed the problem by using another known good 36khz handpiece on the same cusa console and found the cusa working. There was no patient injury or consequences reported. There was no known delay noted. Additional information has been requested.